Event description:
It was observed that during the device evaluation, the camera head exhibited a failed leak test due to a puncture in the cable. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the punctured cable was caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.